Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having episodes of dizziness, lightheadedness, and intermittent loss of partial vision. The cause for these symptoms was not determined and it was not known it was lvad related. Their mean arterial pressure (map) was 86 and they were pulsatile. Their amlodipine dose was reduced, and computed tomography of the head (cth) was to be performed. The log files captured 121 pulsatility index (pi) events that occurred on (B)(6) 2022 from 10:29:11 to 14:07:48 which were considered to be significant amount. The patient has not called with any additional symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data on (B)(6)2022. It was noted that the log file consists of persistent pulsatility index (pi) events. No notable alarms were recorded within the file. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04mar2019. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that computed tomography of the head was done, and the result was unremarkable. As of 10nov2022, no treatments were performed.